Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unknown. Internal file number - (B)(4).

Event description:
The hospital reported that during coronary artery bypass procedures using the acrobat-I positioner, in almost all cases, it has been observed that the device causes a pericardial hematoma. The hospital stated that the pressure has been set to 200mmhg. The hospital indicated that this issue does not occur while using a different manufacturer's device. We are follow up with the customer for additional information regarding this complaint, including the event date(s), patient information, device lot number(s), and the return of the device(s) for evaluation. A supplemental report will be submitted when additional information is received.